Event description:
It was reported that the band was implanted approximately one year ago. The pt was experiencing port site pain. The band was removed due to band erosion. The band was not replaced. The pt had been released from the hospital and doing well.

Manufacturer narrative:
Date sent: 11/2/2009. Info anticipated, but unavailable at this time.